Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the shocks were due to lead fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received more than fifty shocks recently. There was no evidence of significant ventricular arrhythmias. The right ventricular (rv) lead shows poor sensing as was suspected of malfunctioning. The implantable cardioverter defibrillator (ICD) was also suspected of malfunctioning. Therefore, since the cause of the shocks could not be identified the physician decided to remove the ICD to prevent further shocks. The rv lead remains in use. The patient is enrolled in the product surveillance registry/pan cvg study. No further patient complications have been reported as a result of this event.